Manufacturer narrative:
Ventec evaluated the device but was unable to duplicate or confirm any conditions that may have contributed to the patient's reported discomfort, nor was ventec able to confirm that the device would not hold pressure. Ventec then made repairs unrelated to the reported issue. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the patient was experiencing discomfort when on the device. The patient had reported that they didn't feel that the pressures were holding during their daytime settings on CPAP. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.